Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. Test strip retention samples passed the internal inspection. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The customer's meter and test strips were provided for investigation. The test strips were tested using a retention meter and retention controls. Testing results (qc range = 2.2 - 3.4 inr): qc 1: 2.6 inr, qc 2: 2.6 inr, qc 3: 2.6 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 0%. The returned and the retention material meet the specifications. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Medwatch field UDI number = (B)(4). Medwatch field occupation - the occupation is lay user/patient.

Event description:
It was reported that a patient received a discrepant result when testing with coaguchek xs meter serial number (B)(4). At 9:23 a.m., a sample from the patient was tested using the meter, resulting with a value of 4.7 inr. At 11:30 a.m., a venous sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.4 inr. Therapeutic decisions for the patient were made based on the laboratory value only as this value was believed to be accurate. The patient's therapeutic range is 2.5 - 3.5. The patient's testing frequency is weekly.